Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, the pressure transducer printed circuit board was replaced to resolve the problem. The issue was decided to be reported as the defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. Unfortunately, the claimed part was not available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).